Manufacturer narrative:
Evaluation method: x-ray. Evaluation summary: as received, the valve exhibited heavy calcification at the cusp area of leaflets 1 and 3, and minimal to moderate at the cusp area of leaflet 2. At the free margins calcification was heavy at leaflet 2 and moderate at leaflets 1 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth (pannus) encroached onto the tissue inflow and into the orifice at the greatest point by approximately 4mm. Moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by 6mm. Host tissue was moderate at the stent inflow and the stent outflow. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation indicates calcific tissue degeneration as the primary cause of the reported stenosis, in addition to moderate host tissue overgrowth. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. It is likely the extent of degeneration seen on the returned valve is affected by this patient's condition and medical history ( hyperlipidemia, renal disease, diabetes...etc). The information received does not suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported that an edwards' mitral bioprosthetic valve was explanted after an implant duration of approximately 6 years due to the valve being stenotic. The operative report indicates patient was diagnosed with severe mitral valve stenosis and is very symptomatic. Also states that the leaflets of the bioprosthesis were quite stiff and appeared to be somewhat calcified.